Event description:
Physician intended to treat two lesions. One endeavor rx coronary drug-eluting stent was implanted to the 2nd obtuse marginal for treatment of the target lesion. A second endeavor rx coronary drug-eluting stent was implanted for treatment of a dissection/complication/bailout. One further endeavor rx drug-eluting stent was implanted in the mid rca. Pt was asymptomatic/free of symptoms at 30 day and 6 month follow up. Approx 9 months post index procedure a ptca revascularization (balloon only) of the mid rca was carried out. Investigation indicated that the event was not related to the study stent. Pt was asymptomatic/free of symptoms at one year follow-up stage.

Manufacturer narrative:
Secondary intervention. Eval: dissection.